Event description:
Information was received from a patient who was receiving fentanyl (unknown concentration or dose) via an implantable pump for unknown indications for use. The patient stated that their pump was "coming out" so they had the pump removed on (B)(6). The patient stated the physician saw "it was coming out like the (B)(6)". The patient stated they had a new pump implanted (B)(6) 2022. *omitted information pertaining to ptm issue in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.